Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7), a penumbra system 3max reperfusion catheter (3maxc), and a non-penumbra sheath. During the procedure, the jet7 was advanced up over the 3maxc towards the face of the clot and the first pass was made using aspiration only. Upon removal, the physician experienced resistance and noticed that the jet7 was stretched at the distal end. Therefore, the jet7 was removed from the procedure. The second pass was made using a non-penumbra catheter, a velocity delivery microcatheter (velocity), and a non-penumbra stent retriever; however, minimal clot was removed. The third and final pass was completed using another non-penumbra catheter, the velocity, and the same stent retriever. Complete recanalization of the ica was achieved with a flow score of tici 3. There was no report of an adverse effect to the patient.